Event description:
The patient was undergoing an upgrade from a dual chamber pacemaker to a biventricular pacemaker. Venous access was obtained, via the left axillary vein, utilizing the vsi micro-introducer kit. As reported by staff, "a piece of the wire was noted on fluoro; when the wire was removed and noticed as damaged." The electrophysiologist documented," a minute piece of micropuncture wire was stuck between the previously inserted leads and the soft tissue and broke off. The minute piece of micropuncture wire is embedded in the tissue." It was noted, the wire had not migrated during the procedure. The patient and family were made aware of the incident.